Manufacturer narrative:
Investigation summary: device history record, quality notification and maintenance analysis were carried out and no quality occurrences were observed. All the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. According to the internal bd procedures for the situation, a research process was initiated involving bd brazil and united states team in order to evaluate the potential causes for the occurrence of the reported defect. As part of this process were opened a corrective and preventative action and situation analysis and are being several activities for a depth analysis of the problem and understanding of their potential causes. CAPA #331654 and situation analysis sa #18-1223. According the investigation, the potential cause to this problem is related to deformity at syringe tip due the production process of the material in molding step. Investigation of the problem will include the following evaluations: ¿ development of an analytical method to measure the tip circumference deformation with accuracy; ¿ include in product draft a specification as to the tip circumference to be monitored during the manufacturing process; ¿ parameters and mold changes to guarantee the product specification changes in order to correct tip deformity.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ contained air bubbles after drawing blood. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak syringe 10ml luer-lok contained air bubbles after drawing blood. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ contained air bubbles after drawing blood. No serious injury or medical intervention was reported.